Event description:
Table use in cysto suite when tilted to one (1) side and oil spilled on the floor. Surgery was stopped and aptient transferred to another table. Investigation showed hose ruptured due to wear caused by rubbing on stainless steel cover. Hose replaced unit given level 3pm returned to servicedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, end of life - premature, material degradation/deterioration, tubing. Conclusion: device failure occurred but not related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.